Manufacturer narrative:
Investigation was performed on product from the same lot and all products met specifications. Based on the testing results of product from the same lot, the covid-19 ag rapid test (lot i2301009) showed acceptable performance, and no false positive or false positive occurred during the whole 30 min when testing negative clinical samples, even some challenging specimens (very sticky, over-dose sample volume of swab).

Event description:
Customer's children used this test and received a negative result before and after a positive test performed in a clincal setting. Product used was from lot i2301009.